Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side which starts at the corner of the left belt clip rail. After battery installation, both the left and go back keypad buttons did not work. The insulin pump passed displacement, active current measurement, and self tests; it failed sleep current measurement test. Did not note any pump error 68 during testing. The red notification led was dimly lit throughout testing. The down keypad button failed the keypad voltage test. Even though this was functional, the measurements of the traces underneath this button was out of specification. Thus software was utilized and uploaded trace/history files properly. After visual inspection, there is corrosion in/around the following: keypad flex cable terminal; electrical board a1-j7, j1. In summary, the customer¿s report of a keypad button error was confirmed, pump error 68 was not confirmed, and a crack in the back of the case was confirmed. The non-functioning left, go back keypad buttons, the high sleep current measurement, and the dimly lit red notification led can all be attributed to the moisture damage at the electrical boarda1 j1 connector and keypad flex cable terminal. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that insulin pump had button error occurred and keypad were stuck unable to navigate on insulin pump. Customer also stated that they received trace pointers are invalid alarm after restarting insulin pump and also insulin pump had crack on back of case. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.